Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. Failure to follow steps/instructions. A femoral angiogram was not performed. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Femoral angiogram was not performed. Reportedly, the needles did not deploy. The aaa procedure was completed and hemostasis was achieved with a second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device; however it is not known if the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, a femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.